Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue, there are cracks around the neutral connector port on the front panel and the relay contacts are damaged/worn. The errors, e006 and e433, that were found in the error log could not be reproduced during testing. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
On may 2, 2023, the customer reported the high frequency electrosurgical generator machine has a damaged (neutral) connector ¿the patient plate connector is broken, and the connection is intermittent with the patient¿. The customer problem was found during an unspecified event. The device was returned for evaluation and during the evaluation, the following reportable malfunctions were identified: the device¿s recorded error log detected, non-conductive fluid error (e006) and internal hardware error (e433). No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not available. If additional information about the event is received, an additional supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of errors e433 and e006 could not be determined. E433 was potentially caused by issue with generator board and relay board. Error e006 was likely triggered due to an increased impedance between both electrodes. Increased impedance may have occurred due to an increased number of tissue deposits on the electrode, increased contact resistances due to insufficient plugged contacts at the working element or connection cable, or the instrument being located in a gas bladder during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.